Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the customer stated that universal surgical manipulator (usm) 3 was not moving properly and shaking. The customer stated that after draping the system, usm 3 was disabled, and they had to restart the system to fix it. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs and found nothing relevant. The tse asked the caller if usm 3 was in the maximal limit position, which was the case. The tse explained to the caller that vibration can occur for instance when the usm/boom is in an extreme position. The caller would move usm 3 in another position when clinically possible. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the reported complaint. The fse tested all the universal surgical manipulators (usms) with data terminal equipment (dte) and found no errors. The system was tested and verified as ready for use. The customer was using the system in an extreme position and maybe the vibrations were making an oscillation at the extremity of the usm with the endoscope. When the fse was on site, the nurse also confirmed the position of the system was in an extreme way of use and she agreed with the analysis. The system was tested and verified as ready for use. A system log review was performed by an isi regulatory post market surveillance analyst and no usm was disabled. However, the setup joint moved without being clutched on usm 3.